Manufacturer narrative:
(B)(4). No other issue was confirmed with ofdi and angiography to complete the procedure. The patient was sent to the recovery room with the iabp in place. During the procedure, ck and crp levels increased. The patient was put on prasugrel, dual antiplatelet medication and was discharged on (B)(6) 2015. There was no clinically significant delay in the procedure. Hospitalization was prolonged. No additional information was provided. Concomitant products: dil cath: 3.25 x 8mm hiryu plus; guide wire: sion blue, rinato, runthrough hc; guide cath: 6fr luncher ebu 3.75; sheath: glide sheath; other electrical: ofdi, iabp; other: thronbuster ii. There was no reported device malfunction and the product was not returned. Ischemia and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 90% stenosed mid to proximal left anterior descending (lad) artery. The patient presented with angina. Pre-dilatation was performed with a 2.5 x 15 mm non-abbott balloon catheter. During pre-dilatation, slight slow flow, chest pain and st elevation occurred. An optical frequency domain imaging (ofdi) was performed and there was no dissection or thrombosis noted. A 2.75 x 28 mm xience alpine stent was deployed at 8 atmospheres in the mid lad. Post-dilatation was performed with the stent delivery system at 20 atmospheres and normal flow was achieved. A 3.0 x 15 mm xience alpine stent was deployed at 16 atmospheres 3 times for 30 seconds in the proximal lad. The two stents were not placed overlapping. A kissing balloon technique to the proximal lad and first diagonal was performed with the stent delivery system and the non-abbott balloon catheter that was used for pre-dilatation. Angiography revealed in-stent thrombosis in the proximal xience alpine stent. Blood flow in the first diagonal decreased with timi 1 flow. Additional dilatation with a 3.25 x 8 mm non-abbott balloon catheter was performed and the thrombosis was aspirated and intracoronary heparin was administered. There was still thrombosis present. An intra-aortic balloon pump (iabp) was placed to increase coronary flow and timi increased to 3; however, there was still thrombosis present in the stent. Kissing balloon technique for additional dilatation was performed with a non-abbott balloon catheter and the stent delivery system. The thrombosis became smaller.